Event description:
While the physician was using the harmonic shears during laparoscopy, the harmonic alarm sounded. After further investigation, it was noted that one tip of the instrument had fallen off into the pt. The tip was removed from the pt and the instrument was no longer used. A new harmonic shear was added to the field and used the remainder of the case. The instrument that malfunctioned was the 36 cm long/5.5 mm diameter with 15 mm active blade.